Event description:
During a lead placement procedure, the surgeon believed the pt's dura may have been punctured. The decision was made to abort the procedure.

Manufacturer narrative:
The explanted leads were discarded by the medical facility and will not be returned for evaluation. A review of the device history records was completed and no anomalies were noted. This is the final report.